Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced drifting down slowly. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that originally was not tested was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced drifting down slowly. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Three devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 16 to 15.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced drifting down slowly. There were 5 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.